Manufacturer narrative:
Manufacturer's analysis noted that the device failed incoming testing; it did not communicate with the programmer.

Event description:
It was reported that the returned analyzer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.